Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: -, ubd: unknown, UDI#: unknown work order complete: h3, h6) a manufacturer representative went to the site to inspect the imaging system. It was reported that the ps1 voltage was fluctuating from 5.11 to 4.97 when a voltage meter was connected to the test points. The ps1 was replaced, and the voltage was adjusted to meet specifications. System checkout was performed, and system was operational. A090501: applicable to system not exposing a1102: applicable to getting "weird warnings" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system was not exposing and was getting "weird warnings." There was no patient involved.

Manufacturer narrative:
D9, h2, h3: the return of bi71000450 provided the lot number v20430406 rev. G. The hardware was returned and analysis was performed. The analyst installed the ps1 in a test imaging system. They recorded 5.24vdc on the 5vdc output of the ps1. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.